Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product involved in this complaint to perform failure analysis. At the time of this report, the customer has not issued the return of the product.

Event description:
It was reported that during a da vinci-assisted hysterectomy benign surgical procedure, both bipolar and monopolar energies fired simultaneously twice. The issue had not recurred since earlier in the procedure. It was suggested that the surgeon might have accidentally pressed both pedals at the same time, but this was not confirmed. The inadvertent firing did not result in any injuries. Troubleshooting steps were not fully completed at that time, and further follow-up was indicated to ensure no further issues. The procedure was completing as planned with no reported injury.